Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, surgeon revised an exactech knee system and that the poly was noted to be damaged upon removal. No additional information available.

Manufacturer narrative:
H6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the reported revision cannot be conclusively determined; reason not reported/ insufficient information. These devices are used for treatment not diagnosis.